Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after valve deployment, 18f tavr sheath was removed and exchanged for manta sheath/introducer. Upon full insertion of manta sheath assembly, strong pulsatile bleeding was evident around manta sheath/introducer. Physician discussed the possibility of the arteriotomy being torn or larger than the manta sheath od, which would explain the bleeding around the sheath and present at skin level. Manta deployed correctly, but strong pulsatile bleeding persisted. Manual pressure held for 5 min, after which an angiogram was taken that showed bleeding at the access site, but proper placement of marker relative to vessel and appropriate vessel run-off. Manual pressure held for additional 10min until bleeding at skin level subsided, and a final angiogram showed no more bleeding from the access site, and proper placement of manta implant relative to the access site. It was noted, however, that a small defect in the vessel, was visible at the access site, and it was confirmed that a similar defect was visible on the initial post-access angiogram. No further intervention was performed. Prior to the patient being moved from the or, external compression device was placed on patient at 40mm hg pressure as a precautionary measure. Additionally, a 24hr post-op ultrasound was scheduled to assess condition of the vessel. Approximately 4 hours after the procedure, I was able to confirm with physician that the patient was stable and doing well.